Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and reported that they could not reproduce the reported failure. The iabp passed all functional and safety tests per factory specifications. The iabp was returned to the customer, cleared for clinical use.

Event description:
The customer reported that the patient had an intra-aortic balloon (iab) inserted on (B)(6) in the cath lab with no problem. The patient was stented and went to the ICU. Approximately 24 hours later in the ICU, the intra-aortic balloon pump (iabp) shutdown without any warning or alarm. The registered nurse (rn) changed outlets, rebooted the iabp and it restarted. The outlets were checked and confirmed to be fully functional. The iabp battery power light was working indicating no problem with the battery as best as the customer could tell. No adverse event has been reported.